Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. The customer was treated with intravenous saline and insulin and was release from the ER 9 hours later with no permanent damage. Reportedly, an unspecified malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.